Event description:
The device was used during a thorascopic lung biopsy procedure. Reportedly, the instrument was difficult to open. The surgeon converted to an open procedure to control the bleeding that occurred after the device was forcibly removed. The hosp has reported the pt's condition as satisfactory.